Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the power supply was faulty, and after replacing the power supply, the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on. The rse provided the customer with the latest version of the service manual (version t.). The biomed disconnected the white molex connector on the power management board and confirmed that the 24 volt power supply was not within specification. The rse provided the customer with the following instructions, verify alternating current (ac) outlet for proper voltage, verify that power cord is functional, verify power supply (24v): with ac power disconnected, remove j1 from power management (pm) printed circuit board assembly (pcba), reconnect ac power, verify that 24v is present between the orange and brown wires on the power supply harness connector, if 24v was present, replace the pm pcba, if 24v was not present, go to next step; verify that ac power was present: disconnect ac power, remove electromagnetic interference (emi) shroud, reconnect ac power, verify that ac voltage is present between the blue and brown wires coming from the ac inlet, if ac power was present, replace the power supply, if ac power was not present, replace the ac inlet. The customer was provided with the part number for a replacement power supply. The investigation is ongoing.